Event description:
Information was received from a consumer who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient therapy was turning off by itself and noticed she started going to the bathroom a lot. She also reported after she used her patient programmer she then stopped feeling stimulation after a couple of hours and when she went to the bathroom it would start gushing again. She then used her patient programmer and the patient programmer showed ins was off, there was no lightning bolt. The patient confirmed she was not pressing the ins off button. The patient programmer showed the ins was on and the patient was on program 1 at 1.95 volts. They increased stimulation to 2.05 volts and confirmed she felt stimulation. It was further noted that the ins always seemed to be off when she checked with the patient programmer. It was indicated that the therapy stopped helping symptoms and stated going to the bathroom a lot. It was considered a sudden change in therapy/symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.